Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture and silicone migration: observed broken device through microscopic inspection assessed as fold flaw opening and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, non penetrating nicks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "intracapsular rupture with silicone leakage" and "axillary lymphadenopathy from silicone". This record is for the left side. The device was explanted.

Manufacturer narrative:
Continued: e1, phone number: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, migration. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported "intracapsular rupture with silicone leakage" and "axillary lymphadenopathy from silicone". This record is for the left side. The device was explanted and replaced with a non-abbvie device. The device will be returned.